Event description:
"Cpi" rec'd info that these leads was removed from service due to oversensing and inappropriate shocks. Pt's implantable cardioverter/defibrillator was electively removed at this time also. Leads were capped and remain implanted.